Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/13/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed no lint on the lens. However, there were scratches observed on the lens at the edges. The size of the scratches observed would be captured on the inspections performed as manufacturing controls in place. This condition observed could be related to the handling process performed. The complaint reported as particles/debris was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, implant not performed. If explanted, give date: not applicable, explant not performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that lint was found on a zcb00 24.0 diopter intraocular lens (iol) during handling, but prior to insertion. No additional information was provided.